Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed via remote transmission. Each episode showed an attempted capacitor maintenance (capm) and subsequent oversensing for one beat of the sosd check. This caused the capm to abort and restart again a few intervals later and the same behavior repeats. Patient was asymptomatic. Programming changes were made. No further information available.